Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter "plastic shavings" was found in a 60 ml bd¿ syringe with bd luer-lok¿ tip prior to use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that foreign matter "plastic shavings" was found in a 60 ml bd¿ syringe with bd luer-lok¿ tip prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for evaluation by our quality engineer. A visual inspection of the returned sample confirms that there is foreign matter in the inner diameter of the syringe barrel. There were major drag lines observed in the inner diameter that contributed to the foreign matter. During the mold process the part can be under packed causing insufficient core contact to the barrel thus leaving it stuck inside cavity exposing it to increased temperature on melt disk and increased pack pressure. A review of the batch record for complaint batch 8004701 indicates all inspections were acceptable and no issues were observed during the production of this batch. This appears to be an isolated incident therefore no further actions will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
"It was reported that foreign matter ""plastic shavings"" was found in a 60 ml bd¿ syringe with bd luer-lok¿ tip prior to use. There was no report of exposure, serious injury or medical intervention."

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.